Event description:
A patient was placed into controlled hypothermia by ivtm therapy. An icy catheter (lot # 164067) was smoothly inserted into the patient's left femoral vein. The patient was not moved during the treatment. Two days later, during the rewarming phase of the treatment, the nurse observed the level of the 1000-ml saline bag had decreased. The nurse noticed the issue before the thermogard system generated an "air trap" alarm. The nurse marked the saline level and checked it again one hour later. The saline level had decreased more, and the remaining saline looked slightly pink. The physician became aware of the issue and suspected that the catheter balloon was leaking. Infusion of about 300-ml of saline into the patient's bloodstream was suspected. The patient's body temperature was 34.8 °c. The physician (nephrologist) assessed the patient's clinical condition and elected to discontinue the temperature management treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The icy catheter in complaint was returned to zoll on (B)(6), 2022. However, investigation is still in progress. A follow-up report will be filed when investigation has been completed.

Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of a leak on the icy catheter (lot # 164067) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect at the bond. Visual inspection of the returned catheter was performed and found that the catheter was returned without the distal luer port. The distal luered tubing was completely cut off at 3 cm away from the proximal end of the manifold. As reported, the distal luered tubing was cut by the user to enhance catheter exchange if needed. This is part of the customer's standard catheter management procedure. No other physical damage was observed. Dried blood residue was observed inside the luered tubings. During functional testing, all lumens and infusion ports, and extension tubes were flushed without resistance, except for the distal luer port which was cut by the user. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 164067.